Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was implanted in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the inner guide catheter broke off after deploying the stent. The broken inner guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The stent remained implanted inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The original pouch batch number was received; therefore, the lot expiration and device manufacture dates have been updated. Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Block h11: a flexima biliary delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device found the guide catheter detached from the inner cannula and was not inside the push catheter. The reported event of guide catheter break was confirmed. Taking all available information into consideration, the investigation concluded that the reported event was likely due to factors encountered during the procedure. It may be that the technique used by the physician when deploying the stent and/or the excessive force applied during pull wire retraction, limited the performance of the device and contributed to the reported event. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was implanted in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the inner guide catheter broke off after deploying the stent. The broken inner guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The stent remained implanted inside the patient. There were no patient complications reported as a result of this event.